Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was experiencing cramps in her stomach and pelvic area, pressure or pain in or behind eyes and soreness around the shunt area on her head. According to the report, the patient was also experiencing soreness around the tubing and pain or pressure in the head from the fluid build up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.